Manufacturer narrative:
After further review of the downloaded electronic records from the customer¿s device, physio determined that the cause of the reported issue was due an aging battery used at the time of the event and worn battery pins. The customer was notified that physio-control suggests that device batteries be replaced every 2 years.

Event description:
The customer contacted physio-control to report that their device powered off by itself when printing the code summary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced a device reset when printing the code summary, and an inappropriate loss of power where the user had to manually power the device back on. Physio replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when printing the code summary. There was no patient use associated with the reported event.